Manufacturer narrative:
During inspection and testing, when the device was initially tested, images were displayed normally. Upon additional testing, black and white vertical stripes occurred and the subject could not be seen when the video connector was heated. A review of the device history record found no deviations that could have caused or contributed to the abnormal image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, the root cause of the customer's report of compromised image could not be identified. It is likely the abnormal image detected during inspection and testing was caused by failure of the circuit board inside the video connector. The circuit board likely failed due to deterioration over time caused by repeated energization stress, temporary overcurrent flow caused by connecting/disconnecting the video connector section multiple times while the video system center was turned on, temporary short circuit due to the device being connected with the video system center while moisture was attached to the electrical contacts of the video connector, or static electricity being applied to the electrical contacts of the video connector. However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. In addition, there were scratches on multiple parts of the device due to handling, the universal cord was dirty due to insufficient cleaning, and the adhesive on the bending section cover was chipped due to deterioration or breakage of the adhesive. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the image from the subject device was compromised. The subject device was sent to an olympus service center for evaluation. During inspection and testing, black and white vertical stripes occurred and the subject could not be seen when the video connector was heated. This report is being submitted for the malfunction found during evaluation (subject not recognizable). There was no harm or user injury reported due to the event.

Event description:
Additional information obtained from the customer stated the defective endoscope image was observed during the pre-use inspection.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.